Event description:
The customer reported a malfunction with the pump, specifically citing the occurrence of a malfunction alarm identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent. The customer was instructed on how to put the faulty pump into storage mode and return it to the company using a provided return box and pre-paid label.